Event description:
In an article titled "kyphoplasty in recent non-osteoporotic fractures of the thoracolumbar junction: a prospective clinical and radiographic study of 49 patients", 49 patients presenting recent traumatic fracture with compression of the thoracolumbar junction were treated by kyphoplasty alone, using either acrylic or phosphocalcic cement. The following was reported in the results. -the degree of cement leakage was 16%, but without clinical consequences as of the last follow-up. No further information was reported. Note: the article indicated either acrylic or phosphocalcic cement was used in the patient; however, did not indicate which of the bone cements resulted in the leakages and if kyphon bone cement was used.

Manufacturer narrative:
Age at event: mean age 45.8 years. Report source: article titled "kyphoplasty in recent non-osteoporotic fractures of the thoracolumbar junction: a prospective clinical and radiographic study of 49 patients", by m. Saget, s. Teyssedou, r. Prebet, m. Grau-ortiz, l.e. Gayet, p. Pries. Method: follow-up with company representative.